Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 525 mg/dl when paramedics arrived. Customer stated that her insulin pump was not working correctly because it is not giving the insulin like it is supposed to. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners.